Event description:
Boston scientific received information that during a normal device revision procedure, the existing right ventricular (rv) was capped and abandoned. It was noted that this patient experienced inappropriate shocks, out of range impedances were noted, and a lead fracture was confirmed. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this event will be updated.